Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing long drains. A review of the patient¿s treatment records identified that the patient drained 5589 ml during drain 3 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2800ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was solicited, but unavailable.

Manufacturer narrative:
Correction: device not available.

Manufacturer narrative:
Additional information received, on (B)(6) 2018 the associated clinic faxed additional information. The patient was able to complete the treatment with continuous ambulatory peritoneal dialysis. No treatments were reported missed. The event had no effect on the patient. The patient has resumed treatment on the replacement cycler.

Event description:
On (B)(6) 2018 the associated clinic faxed additional information. The patient was able to complete the treatment with continuous ambulatory peritoneal dialysis. No treatments were reported missed. The event had no effect on the patient. The patient has resumed treatment on the replacement cycler.